Manufacturer narrative:
There was a loose power wire in the chiller 1. The wire was reconnected and the laser system returned to work. We are unaware about pt injury.

Event description:
The chiller 1 showed the message: flow sensor 1 error. Unable to maintain chiller temperature set point. We are aware about pt injury.